Event description:
A physician reported a patient who was originally skin tested many years ago (date unknown) by another physician. The patient was re-skin tested on 12 october 1998 in the left forearm with negative results. On 7 december 1998 the patient was treated in the nasolabial folds. The procedure was without event. On or about 1 june 1999, the patient noticed erythema at the treatment sites. Subsequently, the patient stated that the treatment site on the left nasolabial fold had a "blemish" that had opened and drained pus. The physician examined the patient on 9 june 1999 and noted no drainage, but did note erythema on both nasolabial folds, with a small pustule on the left nasolabial fold. The physician believed the patient had been trying to squeeze out the collagen and had caused some local infection. The physician diagnosed infection and hypersensitivity. On 9 june 1999 the patient was treated with im rocephin. On 14 june 1999, the patient was examined and the physician noted the signs of infection were resolved, the erythema was 90% resolved. No further medical or surgical intervention was prescribed.